Manufacturer narrative:
Company representatives evaluated the unit and found the battery had leaded and the battery holder was corroded, found to have multiple age related hardware problems, customer opted for unit to be disposed rather than repaired.

Event description:
Customer reported passport v monitor emitted smoke. No patient injury was reported.